Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she was having so much trouble finding the connection and it was taking hours to charge so she had the implant replaced with a non-rechargeable stimulator. The indication for use was spinal pain. No patient symptoms reported.